Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she can't use the threshold suspend alarm because she sings in (B)(6) for a living and it is an audible only alarm. Customer stated that she can't turn it on because she can't remember to turn it off manually every time she sings. Customer stated that she bottomed out overnight below 40 mg/dl a few times even though her basal had supposedly been off for an hour.